Event description:
It was reported that during intra-aortic balloon (iab) therapy, the arterial waveform reading appeared unclear. The customer was advised to flush the central lumen and tilt the patient slightly to attempt to improve but this did not help. Recalibrating did not improve the waveform either. They were then advised to try switching to the central lumen for the arterial line. This was successful, but they stated that it did not look much better than the fiber optic. It was suggested that they could obtain an alternate arterial line and connect this to the console. The patient was later transferred to another facility. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Other text : device not returned.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).